Manufacturer narrative:
Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with minor scratched display window. Unit received with missing end cap sticker and reservoir tube lip o-ring. Unit received with partially broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unit passed rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. (B)(4).

Event description:
Customer reported via phone call that reservoir was loose and not staying in place. Customer reported that the threading from the reservoir compartment was broken. Customer's blood glucose was unknown, but may have been over 300 mg/dl. Customer was not sure how damage occurred. Customer was advised that insulin pump would need to be replaced.